Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that she missed a known anti-fy(a) of a patient using biotest cell 1&2 on tango optimo. The customer did return the supposedly defective product for investigational testing and also the patient sample that had caused the false negative test result. Testing in our quality control laboratory is still ongoing. The affected tango optimo was inspected by our field service engineers with no indication for a malfunction of the instrument.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that she missed a known anti-fy(a) of a patient using biotestcell 1&2 on tango optimo. The customer did return the supposedly defective product and also the patient sample that had caused a false negative test result. Testing in our quality control laboratory showed a very weak positive reaction of the patient sample with the allegedly defective biotest 1&2 sample on tango optimo, while our qc-lab's retained biotestcell 1&2 sample reacted negatively. Furthermore the patient sample was tested using the tube technique and the gel method. In both techniques only the homozygous fy(a+b-) screening cell showed a very weak positive reaction, while the heterozygous fy(a+b+) screening cell negatively reacted. The test results strongly suggest that the missed anti-fy(a) is a weak reacting antibody. The instruction for use contains a corresponding note: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." The supposedly defective product was also tested with different samples and controls, e.g. An anti-fy(a). All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers with no indication for a malfunction. The instrument is working within specifications.